Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved with full range of motion in all directions. The grip tip opened and closed properly. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. The instrument was fully functional. No product issue was found. The instrument was found to have a frayed grip cable at the distal end. The probable root cause of cable breakage/frayed, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. .

Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a damaged conductor wire (black).

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was not inspected prior to use. There was no damage or anything out of the ordinary with the instrument. The damage was observed when the instrument was removed from the patient. A frayed grip cable was discovered. No fragment fell inside the patient. There was no arcing observed. There was no collisions of instruments or tools, and no problems removing the instrument from the cannula. A backup instrument of the same kind was used.

Event description:
Refer to h11 for follow-up information.